Manufacturer narrative:
Our quality engineer inspected the 58 samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the samples showed the septum was pierced through and torn which would result in leakage. A blood escape time test was performed to check for septum leakage and 12 samples failed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue. A recall letter has been provided for further information and details on follow up actions.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc leaked it was reported by customer that the anti bleed back valve malfunctioned and blood immediately flowed out when needle was retracted verbatim: when placing an IV #20 the anti bleed back valve malfunctioned and blood immediately flowed out when needle was retracted lot # 4237744.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.